Manufacturer narrative:
Serial number of the hysteroscope was not confirmed by the customer. They were unable to determine which of their hysteroscopes were used for the procedure and provided the two serial numbers of the myosure xl hysteroscope sets: (B)(4). These identification numbers do not appear to be the correct device serial numbers. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Serial number of the hysteroscope was not confirmed by the customer, therefore the manufacture date of the suspect device is not confirmed. Device history record (DHR) review was unable to be conducted for the hysteroscope devices as the identification numbers provided by the complainant were not valid.

Event description:
It was reported that during a hysteroscopic procedure the physician had perforated while using the myosure xl hysteroscope. The patient requested to be hospitalized for observation due to pain, antibiotics were administered. The physician reported that there was no adverse impact to the patient; the physician had a good follow up with the patient the following week and was able to complete the procedure successfully.